Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
While receiving assistance with programming the insulin pump, customer reported that she had a blood glucose level of 515 mg/dl. No further information was provided.